Event description:
Routine complaint investigation when a consumer reported receiving a high reading on the precision qid blood glucose monitor when compared with a laboratory reading. The values, when plotted on a clarke error grid, fell into the "d" zone, showing the difference in values to be clincally significant. There was no complaint of death, serious injury or mistreatment associated with this event.